Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), which was listed in the advisory, had no telemetry, output, or magnet response. The physician elected to explant the ipg and implant a new one with no adverse patient effects.